Manufacturer narrative:
(B)(4) method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and pressure tested. Results: visual inspection revealed a crack on the swivel wye and scuff marks were noted around the crack. Performance testing of the returned rt266 revealed that it exhibited leak and was out of specification. A lot check revealed no other complaints of this nature for lot 130610. Conclusion: based on the inspection conducted, it is likely that the returned breathing circuit may have been subjected to a physical force sufficient enough to damage the swivel wye. All rt266 breathing circuits are visually inspected and pressure tested for leaks before being released for distribution. Any breathing circuit which fails any of these test is discarded. This suggests that the swivel was damaged after the subject breathing circuit was released for distribution. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). Method: two additional swivels were returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned swivels were visually inspected and pressure tested for leak. Results: visual inspection revealed that one of the returned swivels was broken. No damage was found on the other swivel. During the pressure test the broken swivel exhibited leak and was out of specification. The other swivel was within specification. Conclusion: no fault was found with one of the returned swivels. It is likely that the broken swivel has been subjected to physical force sufficient to cause it to break. All infant breathing circuits with swivels are visually inspected and pressure tested for leaks before being released for distribution. Any breathing circuit that fails any of these tests is discarded. A review of the manufacturing records for the broken swivel revealed no issues. This suggests that the broken swivel was damaged after it was released for distribution. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6), reported that the swivel wye on an rt266 infant dual-heated evaqua2 breathing circuit had a crack. This was found after four days of use. Two additional swivels were returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation on 24 november. Upon receiving the swivels it was noted that one of the swivels was broken. No patient consequence was reported.

Event description:
A hospital in (B)(6), reported that the swivel wye on an rt266 infant dual-heated evaqua2 breathing circuit had a crack. This was found after four days of use. No patient consequence was reported.